Event description:
Hosp advised that the pump was set up to infuse heparin using a 50 ml syringe. A primary line was set up to infuse at a rate of 2ml/hr with volume to be infused set at 40ml. A secondary line was set up to infuse a bolus of heparin with the rate set at 99ml/hr and a volume to be infused of 10ml. The 50 ml syringe emptied in 10 to 12 minutes. Medical intervention was required.